Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 40 mg/dl with sweating, confusion and tachycardia and a blood glucose over 500 mg/dl with nausea and polydypsia associated with a display issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter alleged that the display screen could not be read safely. This complaint is being reported because the patient allegedly experience bg excursions due to a display issue with the insulin pump.